Manufacturer narrative:
No medwatch report was received. Item has not been returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; manufacture date - unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. A revision knee procedure was performed on (B)(6) 2005 due to unknown reasons. A second revision procedure was performed on (B)(6) 2014 due to osteolysis and fracture of the tibial plate. No further information has been received.